Event description:
The pt had two leads implanted with the same lot number. It was reported, the pt was no longer receiving stimulation. An sjm rep met with the pt and lead diagnostic tests showed invalid impedance. Reprogramming was able to capture coverage, but the pt is experiencing stronger stimulation in her right leg. X-rays were taken and surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.